Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site. The angiojet xpeedior catheter that was in use during the event is being returned to minneapolis for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: a patient presented for a thrombectomy procedure. The physician used an angiojet xpeedior catheter to instill tpa to the lesion within the vessel. While waiting for the tpa to activate, the physician noticed some black particulates on his gloves. Examination of the xpeedior catheter by the physician determined that the black particulate had originated from the device. The physician opened and used a second xpeedior catheter to successfully complete the case. No injury or adverse event was reported.